Event description:
A caller reported that a cartridge alarm occurred, but there was no adverse impact to the customer's blood glucose level. Customer chose to use multiple daily injections as a backup therapy to ensure continued insulin delivery.